Event description:
According to the initial report received, subject (B)(6) in the aortic prosthesis (aap)- single site retrospective study (study timeline is 2008-2018) experienced an acute right hemispheric ischemic stroke and supraventricular tachycardia on (B)(6) 2015, 8 days post implant. The subject¿s inr was 1.7 at time of hospitalization.